Event description:
The customer alleged the blue fluid from the airleak indicator was sucked into the wall reservoir, leaving the airleak indicator empty. The customer also alleged the negative pressure indicator (orange float) was not showing negative pressure. There was no patient injury, since the unit was being utilized on a mediastinal drain, rather than a thoracic drain. The unit could not be returned for evaluation due to contaminants.